Event description:
It was reported that an alert had been generated for an out-of- range atrial intrinsic amplitude of 0.4mv. Presenting and stored electrograms (egm) showed possible atrial flutter (af) with frequent undersensing with atrial paced events. Additionally, there were a few atrial tachycardia response (atr) episodes which showed oversensing of atrial noise. The system remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).